Manufacturer narrative:
(B)(4). Additional information: a leak of the disposable cassette was reported. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing performed included leak testing, clear passage test, clamp function test and device-device interaction testing with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak during peritoneal dialysis therapy. The patient heard hissing during therapy and noticed the floor was damp. The technical service representative assisted with ending therapy. The patient would use manual supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.